Manufacturer narrative:
Lens remains implanted. (B)(6). (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zxr00 multifocal iol (intraocular lens) was not centered in patient's left eye (os) after 2 days post-operative. The lens had reportedly dropped 1.5mm. This issue was first noticed on (B)(6) 2018. The surgeon performed a secondary procedure by going into the capsule bag and fill it with healon. Iol was gently placed back in position on (B)(6) 2018. Incision was about 2.4 mm, but not enlarged. It was also noted that there was no vitrectomy. The surgeon used I/a (irrigation/aspiration) bimanual and did clean behind iol to remove ovd (ophthalmic viscosurgical device). Lens is not expected to return as it remains implanted. Patient's visual acuity pre-op = 1.0; patient's visual acuity post-op = 0.8; iol well centered and patient's cornea was clear. No additional information provided.

Manufacturer narrative:
Corrected data: initial medical device report (MFR 9614546-2019-00019) inadvertently reported december 10, 2018 as aware date. December 19, 2018 should have been entered instead. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.